Manufacturer narrative:
The device was returned to the manufacturer and investigation of the device completed on 10-oct-2018. Investigation confirmed the alleged cracked battery compartment. The returned battery was damaged with stripped threads and was unable to secure properly to the pump to maintain electrical connection. With the damaged battery cap on the pump, intermittent power was duplicated. A test cap was used to complete the investigation. With the test cap in place on the pump, the pump powered on and was exercised for 12 hours without interruption in power. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged an intermittent power issue. The reporter stated the battery compartment was cracked, but the battery cap was intact and without damage. There is no indication the alleged product issue caused or contributed to an adverse event.